Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure on the right left not able to be seen. Not very clear, but has light seems to be in uterus cavity somewhat/') in a 36-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included menopause, hot flashes, sweaty, pelvic pain female, irregular menstrual cycle, breast cyst, chlamydial infection, gonorrhea, human herpes virus 2 test positive, pelvic pain female, dyspareunia and biopsy. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007 discrepancy noted in date of removal: (B)(6) 2015(as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc; update of annex a. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure on the right left not able to be seen. Not very clear, but has ight seems to be in uterus cavity somewhat/') in a 36-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included menopause, hot flashes, sweaty, pelvic pain, menses irregular, breast cyst, chlamydial infection, gonorrhea, herpes simplex virus test positive, pelvic pain female, dyspareunia and biopsy. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007. Discrepancy noted in date of removal: (B)(6) 2015(as per mr). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event 'essure removed' was updated to 'essure on the right not able to be seen. Not very clear, but has right seems to be in uterus cavity somewhat'. Medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Plaintiff state of implant, removal date, date of birth added. Event injury updated to event medical device removal. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.